Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced sample probe 2 (s2) and integrated multisensor technology (imt) mixer. The cse ran service methods for calcium, which were within specification. The cse moved the calcium method from server 2 to server 1. The cse ran calibration and quality control (qc), which passed. The precision testing results for patient samples were within expected range. The cse revisited the customer site. The cse proactively replaced, aligned and verified sample probe 2 mixer assembly and reagent probe 1, reagent probe 2, reagent probe 3, reagent probe 4 and reagent probe 5 mixer assemblies. The cse moved the calcium method back to server 1, as qc results on server 2 were not satisfactory. The cse revisited the customer site and rebuilt the sample probe 2 pump panel and reagent probe 4 (r4). The cse replaced horizontal belt and motor on r4. The cse switched r4 with reagent probe 3 (r3) and confirmed that both assemblies auto-aligned. The cse ran calibration on server 2 and precision testing, which passed. The cause of the discordant, falsely depressed ca result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed calcium (ca) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ca result.